Event description:
The user received a questionable pro-bnp (n-terminal pro b-type natriuretic peptide) result for one patient sample from the cobas e601 analyzer. The initial result was <5 pg/ml with a data flag. The result was autoverified and reported outside the laboratory. The doctor requested the sample be repeated. The user manually programmed the sample and the repeat result was >35000 pg/ml with a data flag. The analyzer performed a dilution of the sample and repeated testing. The repeat result was 30095 pg/ml. A corrected report was issued with the repeat result of 30095 pg/ml. It was unknown if the patient was adversely affected. The user stated she was not made aware of any adverse reaction to the patient from the reporting of the initial result. The pro-bnp reagent lot number was 15712305. The field service representative was unable to determine the cause. He checked the analyzer, the adjustments of the sampling and reagent systems, the bead mixer and the pre-wash (ews) system which were all acceptable. To verify the analyzer operation, he ran performance tests with acceptable results. The user ran quality control with acceptable results.